Event description:
It was reported that exposed bulking material was obeserved in pt during re-treatment. The material was extracted and residual was passed by the pt during urination. One ml was injected transurethrally on each side during initial procedure. Needle tip was embedded to shoulder and was positioned 2cm distal to the bladder neck. Two other procedures had previously been performed on this pt using two different bulking materials. None of the procedures have been successful and pt is still incontinent.